Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any challenges experienced with the device or clips intraoperatively? What did clip formation look like? Are there any photos or videos available for ethicon¿s review? Was the duct of normal size or was it larger than normal? Was a cholangiogram done and if so how was it anchored? What was the ¿specific medical intervention¿? Did the patient have any pre-existing conditions? Did the patient¿s anatomy present with any challenges for the case? What is the patient¿s current status? Is the patient expected to have a full recovery? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that during a video laparoscopic cholecystectomy procedure for an acute coleciste has been localized with three clips. 25 hours after intervention for biliary fistula that required ecrp on (B)(6) 2013. Passage of bile through the three clips not occluding, ¿papillosfinteroplastica¿ and biliary prothesis. The patient needed specific medical intervention, a long hospitalization and ecrp after a month. Device has been discarded.